Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery alarm and rewind anomaly due to buttons not responding.

Event description:
The customer reported via phone call that she was hearing a noise from the insulin pump when she went to rewind the insulin pump and it was an actual noise trying to rewind but didn't go all the way down. The customer's blood glucose value was 185 mg/dl, 180 mg/dl. During priming noise came up and also had no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.